Event description:
Pump issue reported with cadd solis sn (B)(6) during training with nurse. Patient and nurse were both unable to get this pump to accept a cassette, kept saying no cassette. Replacement to arrive tomorrow. Pt running on other pump with no issues. Pump return tracking info not available. Photographs were not provided. This is a continuous infusion. Set flow rate/volume delivered are unknown. Position of pump when issue occurred is unknown. No additional info available. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes - upon pt return. Did we replace the device? Yes, did the pt have a backup device they were able to switch to? Yes, if yes, was the pt able to successfully continue their infusion? Yes, is the infusion life sustaining? Yes. Reported to (B)(6) by pt/caregiver.